Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be beeping every day in the last seven months. Upon farther review, it was discovered a high impedance out of range on the non-boston scientific right ventricular (rv) lead. Technical services (ts) recommended to evaluate the patient in clinic and considering turning off beeping. This ICD remains in service. No adverse patient effects were reported.